Manufacturer narrative:
Additional information on the event and patient has been received.

Event description:
The patient did not survive the event. The patient appeared to have been in an asystole/slow pea rhythm upon the arrival of the customer and throughout pre-hospital care. The reported loss of power lasted slightly over one minute. The customer indicated that the reported device issue did not contribute to the death of the patient.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and has been unable to duplicate the reported issue. Normal device operation has been observed through functional and performance testing. The cause could not be determined.

Event description:
The customer reported that their device lost power on two occasions during a patient event. The customer did not provide any additional information on the reported patient event. There was no adverse outcome to the patient reported.